Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing the pump shutting off without alarming for low battery. The customer's blood glucose at the time of the incident was unknown. Leading up to the incident, the customer reported that the battery was not lasting and the battery indicator does not show less than two bars. The customer was assisted with troubleshooting. The customer was advised to refer to the back up plan. The insulin pump is expected to be returned for analysis.